Event description:
It was reported that the right atrial (ra) lead was explanted via laser extraction and replaced due to far-field oversensing on the ra channel. After the procedure, shock lead impedance trended down from between 70 to 80 ohms to between 50 and 60 ohms. Technical services (ts) was contacted, and ts discussed that it was probably due to the procedure as the device was removed from the pocket which creates acute physiological changes like fluid around the device. No additional adverse patient effects were reported.